Manufacturer narrative:
Batch review performed on 02 october 2018. Lot 179843: 141 items manufactured and released on 03 may 2018. Expiration date: 2023-04-18 no anomalies found related to the problem. To date, 84 items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø32/d reference 01.32.3241hct. Lot 176668: 33 items manufactured and released on 06 march 2018. Expiration date: 2023-02-14 no anomalies found related to the problem. To date, 29 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 3 weeks after primary surgery. The surgeon washed out the joint and swapped out the head and liner for a new one. The pathogen is unknown. The surgery was completed successfully.